Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) year male patient diagnosed with flu like symptoms. There was no additional patient information available at the time of this report. (B)(6). Test date: (B)(6) 2018. Anion gap: not reported. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/05/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure for rate of suppressed results and for results outside of ea for all sensors except for tco2. A deficiency for tco2 results outside of ea been determined for chem8+ lot h17292 and is being investigated under (B)(4).